Manufacturer narrative:
Initial reporter address line. Initial reporter foreign zip code (B)(6). H10: h3, h6: one 7207682 sterile biorci ha 9x30mm screw was used for treatment, but was not returned for evaluation. Due to product unavailability, investigation was limited. Factors affecting device performance include: device ability, surgical ability and surgical site preparation according to instructions for use (IFU). IFU contains recommendations and precautionary statements for proper use of product. Influences that could compromise product integrity include: 1. Use of damaged or other than recommended prep instrument size or type. 2. Stripping or over-torque 3. Taper or larger head to body design miscalculation. 4. Entanglement with guide wire or other instrument 5. Unexpected bone density/condition. 6. Use of excess torque or force. Prep per the IFU recommendation is critical for ease of insertion and successful anchoring. Per IFU: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. The starter must be utilized with the biorci screws to minimize screw breakage during insertion. Prior to use inspect the tip of the driver. If tip flaring is apparent do not use the driver. Excessive force should not be placed on the delivery instrument. If hard bone is encountered, the biorci tap should be used.¿ complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution. No additional actions required at this time.

Event description:
It was reported that during a procedure while inserting the screw in the tibia, it broke. All pieces were removed with suction and under visualization. No delay or patient injuries reported, backup device available to completed the procedure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.